Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she was having with calibrating the sensor and the insulin pump alarming bad sensor. Her blood glucose at the time of the sensor issues was 157 mg/dl. Customer at the end of troubleshooting mentioned she had experienced high blood glucose of 400 mg/dl. She was able to get it down to 157 mg/dl. Customer stated her blood glucose was high due to her over correcting as her sensor had alarmed low and blood glucose was 134 mg/dl. Customer was advised to change the sensor. She agreed to return it for analysis.